Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound due from rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended to apply neosporin for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.